Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycaemia. The customer's blood glucose levels were 350 mg/dl to 420 mg/dl at the time of the incident and the current blood glucose level was 170 mg/dl. The customer was assisted with troubleshooting. The customer reported that they went 36 hours with high blood glucose. The customer reported that their blood glucose lowered during the night for which they took two glucose tablets. Following that the blood glucose shot straight up and never came down. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).